Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "penetration of the gamma3 u-lag screw was occurred".